Event description:
International affiliate reports the safety function did not work properly when the surgeon made the third and fourth holes. For the first and second holes, it functioned. Pt's dura was slightly damaged.